Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported every time the patient charged their implant, the battery area burned badly. It was noted that the patient did not see a thermometer icon when they recharge. The patient used the belt while recharging and leaned against their couch. Additional information was received from the patient. The patient did what the manufacturer suggested and was still getting a lot of burning around the battery. The patient was told to contact a doctor. It was noted that the patient¿s physician would not see him because the physician had the patient cut down from 100 milligrams (mg) to 15 mg of methadone and wanted the patient to remain on the last 15 mg through the winter or maybe longer. Additional information was received from the patient. It was reported that when changing, it started burning around the battery three months ago. The patient tried like the manufacturer told him to charge in another position when charging, but it still burned all the time. The patient needed a doctor to check it and asked that the manufacturer find a doctor for him. The patient didn¿t have a managing physician as the patient was dismissed by the implanting physician due to complaining about an issue with a revision. The patient now had burning not only when he charged it, but on and off all the time. Refer to MFR report #3004209178-2013-17126 for the report of the issue with the revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.